Event description:
It was reported during the incoming inspection at the warehouse in japan, a team member found debris in the sterile package. No adverse events have been reported as a result of this malfunction. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign country: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01599.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.